Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The photo displays a tube with visible variable data on the tube label; however, it does not show the customer's reported failure mode. A total of 100 retained samples were visually inspected, and no issues were identified. Additionally, 10 retained samples from the production lot were inspected and found to have no visible defects. All tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® lithium heparin blood collection tubes, the tubes pushed off the collection device. This was observed with 100 tubes. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® lithium heparin blood collection tubes, the tubes pushed off the collection device. This was observed with 100 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. Initial reporter addr 1: (B)(6). E1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.